Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump, though the pump had not shut down. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, advising the caller on steps for using an updated software version and returning the problematic pump within 10 days, which the caller understood and acknowledged. Customer reverted to an alternative method of insulin therapy.